Event description:
On (B)(6) 2019, the user who lives in australia contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with a difference of up to 5 mmol/l. The customer compared the reading with two other blood glucose meters, as well as the hospital's blood glucose meter, with similar difference of 4-5 mmol/l. A replacement of dario's strips and control solution were sent to the customer. The customer reported that she took the dario to her diabetes educator, who tested the dario with new dario strips against a lab machine. They found the dario to be accurate. She then tested against her other two blood glucose meters which confirmed the dario to be working as designed. The user did not take any preventative action (ie. Taking extra insulin) and there was no medical intervention. Issue resolved with new strips. No device problem detected. Not enough information regarding old strips to investigate.